Event description:
A surgeon reports that an implanted intraocular lens (iol) is "moving" in a pt with a history of a vitrectomy and an unstable iris. The is unsure whether the movement is a result of the lens length or the pt's unstable iris. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info was requested 9/30/2008, 10/9/2008 and 10/15/2008 by phone, mail and fax. A completed questionnaire has not been received.